Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.